Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer's parent reported via phone call that the customer experienced low and high blood glucose levels. Customer's blood glucose level was 2.2 mmol/l and their current blood glucose level was 6.8 mmol/l. The dome label sticker was missing. In the alarm history many no delivery alarms were found. The insulin pump alarmed motor error twice in less than 30 days. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump was received missing the end cap sticker, and was received with minor scratches on the display window and a cracked reservoir tube lip.